Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter was returned with a scout catheter jammed inside, which could not be removed. The catheter shaft was seen to be kinked/bent. The catheter shaft was seen to be broken/fractured and stretched 85cm from the hub. The catheter tip and the hub were intact. A functional inspection was not carried out due to the damage noted during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter tip kinked/bent was not confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the distal end of the catheter kinked and almost broke off. Additional information states that there was no damage noted to the packaging prior to preparation of the device. The device was prepared as per dfu. Continuous flush was maintained throughout the procedure. The catheter was returned with a scout catheter jammed inside, which could not be removed. The catheter shaft was seen to be kinked/bent. The catheter shaft was seen to be broken/fractured and stretched 85cm from the hub. The catheter tip and the hub were intact. Therefore, the as reported cannot be confirmed. The as analyzed codes, catheter shaft kinked/bent, catheter shaft stretched, catheter jammed and catheter shaft broken/fractured during use listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed was assigned to the as reported defect catheter tip kinked/bent as the issue included a returned product visual, physical, and/or performance testing which showed no evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
The catheter (subject device) was returned for analysis, and it was discovered that the catheter (subject device) shaft was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.